Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) revision surgery as the patient and physician felt the previous device was undersized. The cylinder and pump were removed, and new components were placed. There were no patient complications.

Manufacturer narrative:
A1. Patient identifier updated. A2. Age at time of event updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were visually inspected, and leak tested. One cylinder had wear at a fold and had a hole in the proximal end from sharp instrument. One cylinder had a leak within the outer tube hole from undetermined source. Second cylinder had wear at a fold in the middle and proximal. Second cylinder passed leakage test. The momentary squeeze (ms) pump was visually inspected and functionally tested. Microscopic examination observed that the spring was found to be misaligned in the ms pump. Ms pump kink resistant tubing was worn to the filament. Ms pump passed leakage test and passed functional test. Product analysis was unable to confirm the reported allegation of device undersized. Based on the information available and analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were visually inspected, and leak tested. One cylinder had wear at a fold and had a hole in the proximal end from sharp instrument. One cylinder had a leak within the outer tube hole from undetermined source. Second cylinder had wear at a fold in the middle and proximal. Second cylinder passed leakage test. The momentary squeeze (ms) pump was visually inspected and functionally tested. Microscopic examination observed that the spring was found to be misaligned in the ms pump. Ms pump kink resistant tubing was worn to the filament. Ms pump passed leakage test and passed functional test. Product analysis was unable to confirm the reported allegation of device undersized. Based on the information available and analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) revision surgery as the patient and physician felt the previous device was undersized. The cylinder and pump were removed, and new components were placed. There were no patient complications.

Event description:
It was reported that the patient underwent inflatable penile prosthesis (ipp) revision surgery as the patient and physician felt the previous device was undersized. The cylinder and pump were removed, and new components were placed. There were no patient complications.